Event description:
It was reported that a pt underwent a spinal fusion procedure on (B)(6) 2009. During the procedure, the drain was connected to the vacuum source and the pt's fluid did not drain enough. Therefore, the surgeon exchanged the drain for other drain which worked normally. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Failure to drain. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.